Manufacturer narrative:
One device was returned for evaluation. The device was received in two separate pieces. The device was broken at the first spiral cut of the laser mark. The cutting surfaces were evaluated and were identified to be damaged and rolled over. The inner diameter also exhibited deformation that is consistent with impact from the guide wire, results in damage of the cutting surface. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. Potentially the cause for this device failure was the use of the drills has been worn or has dull tips that can result in breakage. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction the drill head broke off while drilling the femur. The broken piece was removed with an arthroscopic grasper. The case was successfully completed with an available back up device. There were no reported patient injuries. No other complications were noted.